Manufacturer narrative:
Information received from follow up obtained from event with regulatory report: 2182208-2017-01043. Referenced article: impact of substrate modification by catheter ablation on implantable cardioverter-defibrillator interventions in patients with unstable ventricular arrhythmias and coronary artery disease: results from the multicenter randomized controlled sms (substrate modification study). Circulation: arrhythmia and electrophysiology. 2017; 10(3).

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). Follow up information was received which indicated one patient experienced right ventricular (rv) lead dysfunction. A lead revision was performed and the lead remains in use. The patient was enrolled in the substrate modification study. No further patient complications have been reported as a result of this event.